Manufacturer narrative:
The hillrom technician found the brake casters needed to be replaced. Per the hillrom service manual, it is necessary for the hill-rom 1000 bed to have an effective maintenance program. We recommend that you do annual preventive maintenance. Make sure that the casters do not have any flat spots, cuts, or other damage. Make sure that the tread of the casters is not excessively worn. Clean or replace the casters as necessary. A search of the hillrom maintenance records showed hillrom performed preventative maintenance on this bed in september 2019 . It is unknown if the facility performed any other preventative maintenance on this bed. The technician replaced the brake casters to resolve the issue. Based on this information, no further action is required.

Event description:
Hillrom received a report from a hillrom technician stating the bed brakes were not holding. The bed was located at the account. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint #(B)(4).